Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device the customer's stated problem was not verify. Inspected the pump and attempt to run it alarming with error code 41622. Inspected the pump interiors and found debris stuck on the gear. After debris was taken out the lock and up downs was working properly. The debris stuck on gear was the root cause of the issue. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that during opening of this smiths medical cadd solis vip pump, the pump exhibited error message and the message did not clear. The pump lock, up and down arrows did not work. No patient involvement reported.

Event description:
Information was received that during opening of this smiths medical cadd solis vip pump, the pump exhibited error message and the message did not clear. The pump lock, up and down arrows did not work. No patient involvement reported.